Manufacturer narrative:
Investigation: the implant and the packaging component has been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. The particles/residues occuring on the surface of the implant are usually fibrous and have a length of about 0.1mm-0.5mm. The foam insert of the packaging is frayed at several areas. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and been found to be according to specification valid at the time of production. No similar incidents have been filed from products at this batch. Conclusion and root cause: based on the information available as well as a result of our investigation to root cause of the failure is most probably related to a packaging problem. Rational: it can be assumed that the residues on the surface of the implant resulting from contact between the implant and the pe packaging component of the primary packaging. This device was delivered with the local loan service. We assume that the higher incidence of abrasion and damage of the inner sterile packaging is caused by the high level of workload due to several delivery processes. CAPA (B)(4) was opened.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Surgical team noticed a powdery substance on the surface of this implant. No patient harm reported (was not implanted in the patient). Surgical delay of less than 5 minutes reported.